Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate the device history record (DHR) of the lot# 17090940l was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on february 6, 2015. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4) it was reported that a patient underwent an atrial fibrillation (afib) procedure with a lasso nav variable eco catheter, and two electrodes were stuck together in a contracted position. It was reported that at the beginning of the case, two minutes after the lasso was inserted in the left atrium, the physician realized a loop was formed with the distal part of the lasso. Looking at the fluoroscopy they assumed that poles 3 and 9 were attached and or stuck to each other in the left atrium, just behind the transseptal and far from the ventricular chamber. The physician tried to dis-embed the loop by torquing and then pulling the lasso into the sheath. The returned device was visually inspected upon receipt and lasso loop appears to be deformed, however no damage on the catheter rings was observed. Catheter outer diameters were measured and it was found within specifications. Per the event reported, a contraction tests were performed and the catheter failed. An x-ray of the catheter loop was taken and it was noticed that the puller wire was wrapped around the nitinol. The device history record was reviewed and no anomalies were found related to this complaint. The DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding a contraction failure has been verified.

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a lasso nav variable eco catheter, and two electrodes were stuck together in a contracted position. It was reported that at the beginning of the case, two minutes after the lasso was inserted in the left atrium, the physician realized a loop was formed with the distal part of the lasso. Looking at the fluoroscopy they assumed that poles 3 and 9 were attached and or stuck to each other in the left atrium, just behind the transeptal and far from the ventricular chamber. The physician tried to dis-embed the loop by torquing and then pulling the lasso into the sheath. He was unable to pull back the lasso in the sheath because of the loop. After five minutes of manipulations, the poles seem to dis-attach from each other. The loop was then undone and the physician succeeded in pulling back the lasso into the sheath. The st jude 8fr sheath and lasso were changed in order to continue the procedure. The case was completed with no patient consequence. Upon request, additional information was provided on the event. The only damage seen by the customer was the shaft was bent due to the physician pulling hard to make the lasso enter the sheath. There were no inner parts exposed. The electrodes being stuck in a loop or contracted position is indicative of a reportable event as this can potentially cause a serious injury.